Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer informed ccc about quality control (qc) on level 1 drifting high. A siemens customer service engineer (cse) was dispatched to the customer site. The cse observed a wear on door holding the sensor for vlyte preventing removal. The cse disassembled and cleaned the door. The cse ran auto alignments, calibration, quick check, diluent check and qc, which passed. The cse revisited the customer site and replaced the integrated multi-sensor technology (imt) module. The cse reran auto alignment, quick check, diluent check and qc, which passed. The cse ran patient samples to verify normal operation of the instrument. A siemens headquarter support center (hsc) reviewed the instrument data which indicated that the erratic fluid verify measurements and corresponding negative fluid deltas that are consistent with the cse observation of the housing that holds the sensor not completely closing causing air to be drawn into the system. Hsc reviewed the imt data which indicated that fluid verify, fluid deltas, patient and qc performance returned to expected recovery without errors after replacement of the imt module. The cause of the discordant, falsely elevated na and cl results on patient samples is due the faulty imt module. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium (na) and chloride (cl) results were obtained on patient samples on a dimension vista 500 instrument. Some patient samples were flagged by the instrument with measurement errors (e142). As per the operators guide for dimension vista instrument, "e142 is a measurement error: a problem with the test request occurred at the measurement step. The result cannot be reported. Rerun the sample." The discordant results were not reported to the physician(s). The samples were repeated on the same instrument, resulting lower. It is unknown if the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na and cl results.